Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male pt in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.